Event description:
It was reported that the ilet user experienced multiple occlusion alerts, described by the user and caregiver as repeated ¿resume delivery¿ prompts overnight, with high blood glucose observed on a connected dexcom g7 sensor, and the issue resolved after changing supplies. The reported device problem aligned with an improper or incorrect procedure or method and involved the user interface. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact and insufficient information regarding broader impact. Investigation included communication with the user, analysis of information provided by the user or third party, and review of device logs. Investigation of this case revealed no device problem found with a usage problem identified as not understanding that an occlusion had occurred and that troubleshooting needed to be performed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.